Event description:
The sales rep reported that post to an acl procedure that was done (B)(6) 2014 on the right knee with the rigidfix biocryl btb 2.7mm cross pin kit, the patient was experiencing some discomfort and followed up with the surgeon. The sales rep reported that the surgeon found that the pin had broken and was floating outside the patient's joint. The sales rep stated that the surgeon felt for the broken pin and then performed an ultrasound to locate the broken device. The sales rep reported that on (B)(6) 2015 the surgeon performed a surgical procedure to remove the broken piece by making a small incision with no patient consequences. The sales rep reported that it is unknown how the pin broke, but it broke at some point after the procedure. The sales rep stated that there has been no further issue. The sales rep stated that the device was discarded. The sales rep could not provide any further information.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported condition could not be confirmed. A potential root cause could be that the physician might have prepared the surgical site improperly or that the patient did not follow proper post-surgical instruction. Other than these potential root causes, no root cause can be determined given the information received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that post to an acl procedure that was done (B)(6) 2014 on the right knee with the rigidfix biocryl btb 2.7mm cross pin kit, the patient was experiencing some discomfort and followed up with the surgeon. The sales rep reported that the surgeon found that the pin had broken and was floating outside the patient&apos;s joint. The sales rep stated that the surgeon felt for the broken pin and then performed an ultrasound to locate the broken device. The sales rep reported that on (B)(6) 2015 the surgeon performed a surgical procedure to remove the broken piece by making a small incision with no patient consequences. The sales rep reported that it is unknown how the pin broke, but it broke at some point after the procedure. The sales rep stated that there has been no further issue. The sales rep stated that the device was discarded. The sales rep could not provide any further information.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.